Event description:
The catheter dislodged and was revised. Patient symptoms associated with the event included cognitive symptoms, infection, and somnolence. The patient remained at a rehabilitation center. The hcp reported the event as an ongoing serious injury/illness. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.